Manufacturer narrative:
Date of event: the first date of onset is unknown. It was reported the patient experienced worsening pain 7 to 10 days after (B)(6) 2021. Thus, (B)(6) 2020 was utilized. V.a.c.® granufoam¿ dressing identifier was not available and the dressing was not returned; therefore, a device history record review and a device evaluation could not be performed. Based on information provided, kci cannot determine when the foreign body alleged to be v.a.c.® granufoam¿ dressing was placed in the wound. Additionally, kci is unable to determine if the alleged increase in pain was related to the v.a.c.® granufoam¿ dressing. The patient was being treated for an infection prior to initiating v.a.c.® therapy. It is unclear if the original infection resolved or if antibiotics were prescribed prophylactically. The foreign material was not returned to kci for identification; therefore, kci is unable to confirm its identity. The patient discontinued v.a.c.® therapy in late (B)(6) 2020. The foreign material was allegedly left in the wound for over the manufacturer's recommendations. This event is being reported as a potential use error. Device labeling, available in print and online, states: warning: never leave a v.a.c.® dressing in place without active v.a.c.® therapy for more than two hours. If therapy is off for more than two hours, remove the old dressing and irrigate the wound. Either apply a new v.a.c.® dressing from an unopened sterile package and restart v.a.c.® therapy; or apply an alternate dressing, such as a wet to moist gauze, as approved during times of extreme need, by treating physician. Foam placement: always use v.a.c.® dressings from sterile packages that have not been opened or damaged. Do not place any foam dressing into blind / unexplored tunnels. The v.a.c.® whitefoam¿ dressing may be more appropriate for use with explored tunnels. Do not force foam dressings into any area of the wound, as this may damage tissue, alter the delivery of negative pressure or hinder exudate and foam removal. Always count the total number of pieces of foam used in the wound. Document the foam quantity and dressing change date on the drape or foam quantity label if available, and in the patient's chart. Foam removal: v.a.c.® foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of foam pieces are removed as were placed. Foam left in the wound for greater that the recommended time period may foster ingrowth of tissue into the foam, create difficulty in removing the foam from the wound or lead to infection or other adverse events. If dressing adheres to wound consider introducing sterile water or normal saline into the dressing, waiting 15 - 30 minutes, then gently removing the dressing from the wound. Regardless of treatment modality, disruption of the new granulation tissue during any dressing change may result in bleeding at the wound site. Minor bleeding may be observed and considered expected. However, patients with increased risk of bleeding, as described on page 8, have a potential for more serious bleeding from the wound site. As a precautionary step, consider using v.a.c. Whitefoam¿ dressings or nonadherent material underneath the v.a.c.® granufoam¿ dressings to help minimize the potential for bleeding at dressing removal in these patients. Infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals. Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Precautions: the v.a.c.® therapy system will not be effective in addressing complications associated with the following: ischemia to the incision or incision area. Untreated or inadequately treated infection. Inadequate hemostasis of the incision. Cellulitis of the incision area.

Event description:
On 07-may-2021, the following information was reported to kci by the patient: weeks earlier, the patient had foreign material alleged to be v.a.c.® dressings retained in the wound bed and the patient suggested the v.a.c.® dressing to be radiopaque so they can be seen in imaging. On 18-may-2021, the following information was reported to kci via medwatch report mw5101129: "[patient] had a kci wound v.a.c.® placed during surgery to treat a postoperative wound infection, (B)(6) 2020. The v.a.c.® was alternating antibiotic irrigation/wound v.a.c.® for 2-3 days. At this point, the dressing was changed and [patient] discharged. [Patient] continued wound v.a.c.® for about a month. Late february, [patient's] pain became out of proportion to prior days." "[Patient had an open procedure and a [foreign material alleged to be] white sponge [v.a.c. Whitefoam¿ dressing] covering [patient's] dura and a [foreign material alleged to be} a piece of wound v.a.c.® sponge [v.a.c.® granufoam¿ dressing] was discovered." Prior to the procedure, the patient had plain films, computerized tomography scans, and magnetic resonance imaging performed. It was indicated that the retained foreign materials were not radiopaque and therefore, were not visualized until patient underwent additional surgery approximately two months after they had been surgically placed. The dressings are not available for return. The event date is listed as (B)(6) 2020. On 03-jun-2021, the following information was reported to kci by the patient: v.a.c.® therapy was placed intraoperatively on (B)(6) 2020. A "white sponge" was placed to protect the patient's dura and "grey foam" was placed after. The patient was unsure if the "sponge" had been "tagged or tunneled out" or if the "grey sponge" had come apart or had been cut in pieces prior to placement. On (B)(6) 2020, the patient was discharged with a wet-to-dry dressing in place. Subsequently, v.a.c.® therapy was initiated for home use. V.a.c.® therapy was discontinued shortly after (B)(6) 2020. Approximately 7-10 days later, the patient presented to the hospital allegedly due to worsening pain to the wound, and imaging was performed. The surgeon elected not to proceed with another invasive procedure at that time and the patient was discharged on antibiotics with an alternate dressing in place. Ultimately, the patient sought medical attention at another facility and was admitted on (B)(6) 2020. The patient underwent an open surgical procedure and foreign materials alleged to be "white and grey sponge" were discovered and excised. The patient underwent a staged irrigation and debridement while inpatient for approximately two weeks before the wound was surgically closed via paraspinal muscle transfer on (B)(6) 2020. The patient was discharged home with an alternate dressing in place. To date, the patient confirmed there has been no further wound complications related to v.a.c.® therapy. The v.a.c. Whitefoam¿ dressing and v.a.c.® granufoam¿ dressing lot numbers were not available, and the products were not returned; therefore, device history reviews and device evaluations could not be performed. Refer to MDR for the v.a.c.® granufoam¿ dressing. Refer to MDR 3009897021-2021-00138 for the v.a.c. Whitefoam¿ dressing.